Event description:
Clincal study. It was reported that during a drug eluting stenting treatment procedure balloon removal difficulties were encountered. The target lesion being treated in the index procedure was a 2.8mm 80% stenosed proximal right coronary (prox rca) artery. The physician treated the target lesion with predilation and placing a taxus express2 8.8% 3.00x24mm drug eluting stent. A dissection occurred proximal to the lesion. The physician then placed a taxus express2 8.8% 3.00x12mm drug elugint stent in the same lesion with a 3mm overlap to fix the dissection. It was reported the physician had difficulty with the balloon; "it would not withdraw from stent after deployment". The physician reinflated and deflated the balloon inside the stent until they were able to withdraw. There were no further complications. The pt was discharged the next day on plavix and aspirin.